Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code: evaluation in progress. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the tubing popped off of the cardioplegia port on the rx25rw oxygenator. This occurred about three fourths of the way through bypass. The tubing is received in a tubing pack kit and the customer attaches the tubing to the port on the oxygenator. This connection was not tie banded. The perfusionist re-attached the tubing that had popped off of the port. There was a blood loss of roughly 300-500 ml. No blood products were used. The products was not changed out and the surgery was completed successfully.